Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 83 mg/dl at the time of the call. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. Customer stated their sensor glucose would read around 40 mg/dl. The customer also reported adhesive issues with their sensor. Customer also reported observing blood at site. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.